Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), allergy to metals ("nickel allergy"), autoimmune disorder ("auto immune disorder nos"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("worse cycle /cycle unbearable") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, allergy to metals, autoimmune disorder, depression, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, allergy to metals, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal most recent follow-up information incorporated above includes: on 4-may-2020: social media received. Reporter's information added. Event: congratulations on being free were replaced with migrated. Events: worse cycle /cycle unbearable, anxiety, depression, nickel allergy,auto immune disorder nos,abortion of ectopic pregnancy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.